Event description:
Information was received indicating that while in use, a smiths medical cadd prism vip pump exhibited error detected e10013. No patient consequences were reported. No adverse effects were reported.